Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that a neonate received a result of 49 mg/dl on the inform system compared back to back within 10 minutes of a serum result of 14 mg/dl obtained on a lab system. No actions were reported taken or treatment received based on the meter result. No adverse event reported. A request was made for the return of the affected product.

Event description:
Product was returned as an implant failure because it did not integrate due to bone resorption. Based on the report, the patient had poor oral hygiene and poor bone condition. The surgery was a one stage surgery in which the fixture was placed with the primary closure in tooth location #31. No bone augmentation material was used. Implant was removed, due to infection. The patient was described as recovered with no complications. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended.